Manufacturer narrative:
The device has not yet been returned to the MFR for eval. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the device was running on its own. There were no allegations of adverse consequences associated with this event.